Event description:
It was reported that an error b30 (scope communication error) observed on the device. The issue found during an unknown event. There was no patient harm, no user injury reported due to the event.

Manufacturer narrative:
The subject device was received and evaluated. Device inspection and evaluation , service repair noted and found b30 (scope communication error) occurred due to dirt on the electrical contacts of the video connector. In addition, curved rubber adhesive found missing. The scope ID function noted failed. Evaluation findings confirmed the customer reported issue as b30 scope communication error observed during inspection and found to be attributed to dirt found on the electrical contacts. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Additional information indicates the b30 scope error occurred during a therapeutic laparoscopy. The scope was replaced to complete the procedure. It was confirmed that pre-use inspection was carried out prior to the procedure where no abnormalities were detected.

Manufacturer narrative:
Correction: usage of device- reuse should have been selected on the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to due the following: 1) a temporary failure in communication with the video processor side due to dirt adhering to the electrical contact part of the video connector. 2) an abnormality occurring in the electric board that holds the data due to an external factor (static electricity, plugging/unplugging the video connector while the power is on, etc.). Olympus will continue to monitor field performance for this device.